Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"The physician noted fragments inside the abdominal cavity. Upon post-inspection, one of the fragments was identified to be a missing portion of c0r47. The other fragments, which were not rubber, were identified to be parts of an object from another instrument. The physician did not feel resistance during insertion of instruments into the seal. The patient was a hepatitis c carrier. Procedure: laparoscopic total nephroureterectomy (right); instruments used: endogia, liga sure, hem-o-lock, 5 mm forceps, olympus hiq forceps, gauze. The event unit and four (4) black fragments were returned to olympus. Being possibly infectious, they were inspected through the biohazard bag: one of the fragments seemed to be soft and looked like rubber. The other three were hard and appeared to be plastic; the reported septum damage was confirmed. The soft fragment matched the missing portion of the septum in shape. The fragment measured approx. 5 mm x 6 mm. The unit and the fragment will be discarded by olympus and will not be sent to amr. Please review the manufacturing records for this lot and identify the root cause of this incident. (B)(4)." Patient status - "no patient injury."

Manufacturer narrative:
(B)(4). The event unit was not returned for evaluation, however, pictures of the unit were provided. In the absence of the subject device, it is difficult to determine the root cause of the event. The root cause is unknown; however, the damage to the septum appears to have been caused by an instrument. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warn, "extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing." Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.